Manufacturer narrative:
The gore® excluder® contralateral leg component delivery catheter was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. The device was returned with the device deployed off the delivery catheter. Inspection of the deployment line showed the end of the line was frayed and broken. The root cause for the incomplete opening of the deployed device was a break in the deployment line. The cause for the break in the deployment line could not be determined by the currently available information, although the reported severe calcification of the iliac artery may have contributed to this observation.

Event description:
On (B)(6) 2018, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the trunk-ipsilateral leg component was advanced and deployed as planned. Deployment of a contralateral leg component (plc121000j/17233593) followed. According to the report, no resistance was felt, the device completely deployed, and the deployment line was completely retracted. However, the center portion of the contralateral leg component (approx. 3cm from distal edge) reportedly appeared not to be fully opened. It was reported that the patient¿s iliac artery was severely calcified, and the terminal aorta was notably narrow. The physician commented that these conditions may have contributed to an unsatisfactory deployment. Touch-up ballooning was performed on the unopened portion, and the endoprosthesis was successfully implanted with no further issues. The patient tolerated the procedure.